Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (batch no. B66015) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation, hypertension, diabetes, hyperlipidemia, asthma, weight gain, low back pain, myalgia, glycosuria, nocturia, polyuria, hypercholesterolemia, vaginal lesion, influenza, vulval abscess, allergic rhinitis, ear pain, nausea, sinus pain and musculoskeletal pain. Concomitant products included atorvastatin, ethinylestradiol;norgestimate (ortho tri-cyclen), insulin detemir (levemir), lisinopril, medroxyprogesterone acetate (depo provera), metformin, nsaids, paracetamol (acetaminophen) and salbutamol. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatique"), dysmenorrhoea ("dysmennorhea"), menorrhagia ("menorrhagia"), migraine ("migraines / headaches") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depressionand mental anguish,") and anxiety ("psychological or psychiatric problems condition: depressionand mental anguish,"). In (B)(6) 2015, the patient experienced vaginal infection ("vaginal infection"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and headache ("headache"). The patient was treated with surgery (hysterectomy (full),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fatigue, abdominal pain, dysmenorrhoea, menorrhagia, vaginal infection and headache had resolved and the migraine, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in hsg as per previous version, hsg results were provided , however, the current version states that ¿the patient did not undergo essure confirmation test¿. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device successfully occluded. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : fatigue, menorrhagia, headache, pelvic pain, dysmenorrhea, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received. Essure lot number added. On (B)(6) 2013, she implanted essure (previously reported as (B)(6) 2013). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), psychological trauma ("psych injury") and vaginal infection ("vaginal infection"). The patient was treated with surgery (hysterectomy (full),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fatigue, abdominal pain, dysmenorrhoea, menorrhagia and vaginal infection had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, psychological trauma and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: events added- abdominal pain, psychological trauma, dysmenorrhea, vaginal infection, fatigue. Events outcome updated, reporter added, patient demographic added, essure insertion date updated and removal date added, product indication updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation, hypertension, diabetes, hyperlipidemia, asthma, weight gain, low back pain, myalgia, glycosuria, nocturia, polyuria, hypercholesterolemia, vaginal lesion, influenza, vulval abscess, allergic rhinitis, ear pain, nausea, sinus pain and musculoskeletal pain. Concomitant products included atorvastatin, ethinylestradiol;norgestimate (ortho tri-cyclen), insulin detemir (levemir), lisinopril, medroxyprogesterone acetate (depo provera), metformin, nsaids, paracetamol (acetaminophen) and salbutamol. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatique"), dysmenorrhoea ("dysmennorhea"), menorrhagia ("menorrhagia"), migraine ("migraines / headaches") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish,") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish,"). In (B)(6) 2015, the patient experienced vaginal infection ("vaginal infection"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and headache ("headache"). The patient was treated with surgery (hysterectomy (full),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fatigue, abdominal pain, dysmenorrhoea, menorrhagia, vaginal infection and headache had resolved and the migraine, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in hsg as per previous version, hsg results were provided , however, the current version states that ¿the patient did not undergo essure confirmation test¿. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device successfully occluded. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : fatigue, menorrhagia, headache, pelvic pain, dysmenorrhea, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs and mr received : event psychological trauma is updated to more specific events depression and anxiety. Added events- migraines, headaches, vaginal haemorrhage, depression, mental anguish. Events outcome updated, reporter added, patient demographic added, events onset date, events severity, concomitant drug, medical history added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (batch no. B66015) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation, hypertension, diabetes, hyperlipidemia, asthma, weight gain, low back pain, myalgia, glycosuria, nocturia, polyuria, hypercholesterolemia, vaginal lesion, influenza, vulval abscess, allergic rhinitis, ear pain, nausea, sinus pain and musculoskeletal pain. Concomitant products included atorvastatin, ethinylestradiol;norgestimate (ortho tri-cyclen), insulin detemir (levemir), lisinopril, medroxyprogesterone acetate (depo provera), metformin, nsaids, paracetamol (acetaminophen) and salbutamol. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatique"), dysmenorrhoea ("dysmennorhea"), menorrhagia ("menorrhagia"), migraine ("migraines / headaches") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depressionand mental anguish,") and anxiety ("psychological or psychiatric problems condition: depressionand mental anguish,"). In (B)(6) 2015, the patient experienced vaginal infection ("vaginal infection"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and headache ("headache"). The patient was treated with surgery (hysterectomy (full),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fatigue, abdominal pain, dysmenorrhoea, menorrhagia, vaginal infection and headache had resolved and the migraine, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in hsg as per previous version, hsg results were provided , however, the current version states that ¿the patient did not undergo essure confirmation test¿. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain") and device breakage ("boken piece of essure in uterus") in an adult female patient who had essure (batch no. B66015) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation, hypertension, diabetes, hyperlipidemia, asthma, weight gain, low back pain, myalgia, glycosuria, nocturia, polyuria, hypercholesterolemia, vaginal lesion, influenza, vulval abscess, allergic rhinitis, ear pain, nausea, sinus pain, musculoskeletal pain, fatigue, edema, bloating, menstruation prolonged, penile pain, panic attack and perineal pain. Concomitant products included atorvastatin, ethinylestradiol;norgestimate (ortho tri-cyclen), insulin detemir (levemir), lisinopril, medroxyprogesterone acetate (depo provera), metformin, nsaids, paracetamol (acetaminophen) and salbutamol. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatique") and migraine ("migraines / headaches"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depressionand mental anguish,") and anxiety ("psychological or psychiatric problems condition: depressionand mental anguish,"). In (B)(6) 2015, the patient experienced vaginal infection ("vaginal infection"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and headache ("headache"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, vaginal infection, fatigue and headache had resolved and the device breakage, vaginal haemorrhage, migraine, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device breakage, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in hsg as per previous version, hsg results were provided, however, the current version states that ¿the patient did not undergo essure confirmation test¿. Left visible coils: 4, right visible coils: 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device successfully occluded. Ultrasound pelvis - on (B)(6) 2019: impression: 1. Echogenic foci in the left uterus/pelvis and endometrium questionable for retained essure device. And/or fragment of the device. 2. 1.6 cm right ovarian cyst. 3. Small amount of free fluid in the left pelvis which may be physiologic. 4.2.2 cm uterine fibroid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received: event broken piece of essure in uterus added and made medically significant due to surgery. Reporter, medical history, lab test and rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and device breakage ('broken piece of essure in uterus') in an adult female patient who had essure (batch no. B66015) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation, hypertension, diabetes, hyperlipidemia, asthma, weight gain, low back pain, myalgia, glycosuria, nocturia, polyuria, hypercholesterolemia, vaginal lesion, influenza, vulval abscess, allergic rhinitis, ear pain, nausea, sinus pain, musculoskeletal pain, fatigue, edema, bloating, menstruation prolonged, penile pain, panic attack and perineal pain. Concomitant products included atorvastatin, ethinylestradiol;norgestimate (ortho tri-cyclen), insulin detemir (levemir), lisinopril, medroxyprogesterone acetate (depo provera), metformin, nsaids, paracetamol (acetaminophen) and salbutamol. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatique") and migraine ("migraines / headaches"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depressionand mental anguish,") and anxiety ("psychological or psychiatric problems condition: depressionand mental anguish,"). In (B)(6) 2015, the patient experienced vaginal infection ("vaginal infection"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and headache ("headache"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, vaginal infection, fatigue and headache had resolved and the device breakage, vaginal haemorrhage, migraine, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device breakage, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in hsg as per previous version, hsg results were provided , however, the current version states that ¿the patient did not undergo essure confirmation test¿. Left visible coils: 4, right visible coils: 4 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device successfully occluded. Ultrasound pelvis - on (B)(6) 2019: impression: 1. Echogenic foci in the left uterus/pelvis and endometrium questionable for retained essure device and/or fragment of the device. 2. 1.6 cm right ovarian cyst 3. Small amount of free fluid in the left pelvis which may be physiologic. 4.2.2 cm uterine fibroid. Batch no b66015, production date 2013-08-27, expiration date 2016-08-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.